Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed due to thermal damage on the retractor band. A field service engineer replaced the retractor band and reseated all cables for both drawers to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. During device inspection, a field service engineer discovered that the thermal damage was caused to the retractor band. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, g2, and h6. A review of the complaint history for sn 16012615 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16012615 was performed from 24-sep-2022 to 23- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to the thermal damage on the retractor band. A field service engineer found that drawers 2.1 and 2.2 cubies not detected and communication trouble in drawer 2.1 and thermal damage on the retractor band. The field service engineer replaced the retractor band and reseated all cables for both drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a drawer failure. During device inspection, a field service engineer discovered that the thermal damage was caused to the retractor band. There were no adverse events or injuries reported based on this incident.